Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee artery. A 1.2mmx15mmx142cm emerge¿ balloon catheter was advanced for dilatation. However, on 1st inflation at 14 atmospheres, the balloon ruptured. No segment of the device was detached inside the patient. The physician then replaced the device with another unspecified balloon catheter which was unable to cross the lesion. Slow dilatation was eventually performed with another of same device and the procedure was completed. No patient complications were reported and the patient's status was good.